Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer contacted cts for assistance and was provided with pump reset information, successfully resetting the pump without the malfunction recurring. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.